Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall, and then experienced ineffective stimulation. Reprogramming attempts were only temporarily successful. Although x-rays did not reveal migration, the physician felt the lead had migrated to the right. As a result, the patient underwent surgical intervention to move the lead. During the procedure, the physician inadvertently cut the lead, and thus it was then explanted and replaced with a new model. Postoperatively, effective therapy was restored.